Manufacturer narrative:
No patient involvement as it occurred during servicing activities. Replaced the check valve assembly, performed manufactures recommended checks and calibrations. Device passed all checks and tests. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the pre-ops checks, bio-med encountered a release valve defective alarm. No patient involvement as it occurred during routine maintenance.